Manufacturer narrative:
E.1 initial reporter facility: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that screen went black, and when the customer pulled the station out, it powered back on briefly before failing a drawer and shutting down again. A field service engineer (fse) guided the customer to check the power cable and found it was not securely connected. After reseating the cable, the device powered on and booted into the application without issues. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, screen went black, when customer pulled station out it came back and failed a drawer to power off again. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.